Event description:
Discrepant results when going to the doctor due to high readings on the blood glucose meter. It was reported meter read 150 mg/dl and lab measured 79 mg/dl taken within 5 minutes of each other. No treatment was reportedly received. A request was made for the return of the suspect product and replacement product was sent.